Event description:
I had an implant placed and then a few years after the implant fractured and I had to have it removed. There has been problems with this size implant. FDA safety report ID # (B)(4).